Event description:
It was reported that this pacemaker had a year left and was complete out of service a month before the explant date. This pacemaker was explanted, replaced and returned for analysis. No additional adverse patient effects were reported. Additional information received which indicated that this pacemaker was explanted due to elective replacement time.

Event description:
It was reported that this pacemaker had a year left and was complete out of service a month before the explant date. This pacemaker was explanted, replaced and returned for analysis. No additional adverse patient effects were reported. Additional information received which indicated that this pacemaker was explanted due to elective replacement time.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri the device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated remaining longevity appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated remaining longevity calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated remaining longevity, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this pacemaker had a year left and was complete out of service a month before the explant date. This pacemaker was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.